Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had the hrm task did not grant motor power in reasonable time. Customer's blood glucose value was 91 mg/dl at the time of the incident. Customer stated that the error occurred twice. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 noted during testing. Motor was tested outside of the device and passed. No battery alert noted during testing.(B)(4).